Event description:
It was reported that in the nicu the tubing set had a hole which was found when starting tpn in the nicu. Although it was reported that patient care was delayed, it did not contribute to, or result in serious adverse impact to the patient.

Manufacturer narrative:
The customer¿s report that the tubing set had a hole was confirmed on primary set model 2420-0007. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. White liquid was observed in the set¿s drip chamber and entire length of tubing visual inspection observed a horizontal hole/cut on the set¿s tubing approximately six inches above the male luer. Functional priming testing observed leaking at the location of the damaged tubing. The root cause of the hole/cut in the tubing was not definitively determined.

Manufacturer narrative:
Age: baby. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that in the nicu the set had a hole in the tubing which was found when starting tpn in the nicu. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.